Event description:
Reporter alleged being incoherent after a blood glucose monitoring device result of 117mg/dl and experiencing low blood glucose symptoms. Reporter stated emergency medical technicians (emt's) were called. Reporter stated the emt blood glucose device result was 50 mg/dl. Reporter indicated being treated with an IV, however was unsure of its contents. Reporter alleged the emt device result was 203mg/dl when they left and declined going to the hospital. Reporter stated no control were used. A request was made for the return of the suspect device and replacement product was sent.